Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers kept scrolling without the customer's input. The buttons appeared to be stuck. Her blood glucose level was 36 mg/dl. She was advised to disconnect from the insulin pump and revert to a backup plan. The customer was hospitalized with a diabetic ketoacidosis because her insulin pump broke and she did not receive her replacement insulin pump on time. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No unexpected numbers ramping and scrolling during testing. The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.